Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through evaluation. The cause was found to be a failed speaker. The rear case assembly was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "no sound alerting completion of infusion", during therapy in the maternity unit (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.